Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider reported via manufacture representative that the patient¿s device had to be replaced twice at around the 12 month point, due to the battery running out.